Event description:
It was reported that the bd neutraclear¿ needle-free connector had reoccurring during use of syringes being "pushed" by the spring/coil; thus, requiring effort to connect the syringe. The following information was provided by the initial reporter: the nurse complained about reoccurring during use of syringes being "pushed" by the spring/coil; thus requiring effort to connect the syringe, unlike with any other nfc.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). The reported lot# 22e13-t was not found for the reported catalog# el200. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ needle-free connector had reoccurring during use of syringes being "pushed" by the spring/coil; thus, requiring effort to connect the syringe. The following information was provided by the initial reporter: the nurse complained about reoccurring during use of syringes being "pushed" by the spring/coil; thus requiring effort to connect the syringe, unlike with any other nfc.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-nov-2022. H6: investigation summary one el201 sample from lot 22e13-t was received for investigation in open packaging. The feedback provided by the customer indicates that the syringe disconnected from the neutraclear due to the spring force of the piston. Further information provided by the customer indicates that the syringes used are luer slip syringes manufactured by omg and kdl, and luer lok syringes manufactured by bd. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis did not identify any manufacturing defects which may have contributed to the customer's experience; furthermore functional testing did not identify any disconnection issues throughout testing with various types of syringe. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.